Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following section has been updated : b5, d5, e1, g1-2, g4, g5, h2, h3, h6, h10. The device was not returned to the manufacturer. Therefore it could not be analyzed. However, reserve sample from the same lot was tested under standardized conditions. The product did not show any unusual behavior during mixing, handling or setting. The reported behavior of the cement could not be confirmed. The review of the device manufacturing quality record indicates that (B)(4) products designation optipac 80 refobacin bone cement r-3, reference 4712500398-3, lot number 741ba07090 were manufactured on 05 february 2018. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. No non conformity or deviation was observed which could be linked to the complaint issue. No other complaint on this issue has been recorded for optipac 80 refobacin bone cement r-3, reference 4712500398-3, lot number 741ba07090 within one year. With the available information, the exact root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the cement at 23.5 degrees celsius was stored uncooled and was put at the beginning of the operation in the operating room about 45 minutes up to surgery. At the beginning of the operation, the cement had 19 degrees. The cement cured after 14.5 minutes, which is too long for the surgeon, did not take so long before. The operating room temperature was 19.5 degrees celsius and humidity 15.7. There was no patient involvement. No adverse event have been reported, as result of the malfunction.

Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the cement at 23.5 degrees celsius was stored uncooled and was put at the beginning of the operation in the operating room about 45 minutes up to surgery. At the beginning of the operation, the cement had 19 degrees. The cement cured after 14.5 minutes, which is too long for the surgeon, did not take so long before. Operating room temperature 19.5 degrees celsius, humidity 15.7.